Manufacturer narrative:
(B)(4). Date sent: 5/31/2026. D4: batch #a98765. Correction: d2b. Additional information: g1 (manufacturing site name and address). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with three reloads present. The gst60w reload (b) was received unfired. The gst60t reload (c) was received partially fired 1/16. The gst60t reload (d) was received unfired. The device was tested for functionality in the straight position with a returned reloads (b, c, & d) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. The event described of non specific noise could not be confirmed as no abnormal noises were noted during functional testing. The event log was reviewed an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload always ensure that the retaining cap is in place when a reload is installed into a device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a98765, and no non-conformances were identified.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the device produced abnormal noise and noticeable vibration, and malformed staples. Three staples had the same issue. Suture was used to oversew. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 4/27/2026. D4: batch #unk. Additional information was requested, and the following was obtained: what was the procedure? Retroperitoneal lesion resection surgery. What color reload was used? White and black. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.